Event description:
Patient revised to address knee pain. No osteolysis or polyethylene wear noted, exchanged insert after being implanted 12 years.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the cause of the reported pain. The need for corrective action was not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.